Manufacturer narrative:
The insulin pump received with a64 alarm during self test due to a faulty y1 on the rf board.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test alarm. Customer's blood glucose value was 100mg/dl. Customer states this happened after she put the new battery in. Customer stated they were able to clear the alarm also able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.